Event description:
It was reported that the cylinder of this inflatable penile prosthesis (ipp) eroded through right gland and became infected, a fluid loss was reported. The infection was treated with antibiotics, the ipp was removed and tactra cylinder placed on left side. There is no additional information reported.